Manufacturer narrative:
Based on the current information provided, the cause of the intra- and post-operative complications cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the logs show the instrument was installed on the system 3 times, and it did not fire any reloads. On install 1, a blue reload was installed, and the user made 1 incomplete clamp attempt, stopping at ~44% completion. On install 2, the system prompted the user to manually select the reload, and a green reload was selected. On this install, there were 6 incomplete clamp attempts, ranging from ~48% to ~50% completion. The instrument was re-installed a 3rd time, and on this install, there were 7 incomplete clamp attempts, ranging from ~54% to ~63% completion. The instrument was then removed, and it was not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, a sureform 60 stapler instrument loaded with black, green, and blue sureform 60 reloads would not clamp on the pancreatic tissue. The stapler instrument reportedly did work; however, it would not fire at all, with any of the three reloads, as the tissue was too thick. The pancreatic tissue in the area of the resection zone was already moderately compromised, due to the frequent manipulations and repeated stapling attempts. The initial reporter explained, "when using the hybrid technique with a medtronic motor-driven stapler, the tissue was then also broken and consecutive robotic suturing and re-stitching was necessary for sufficient hemostasis." The estimated amount of unexpected bleeding was 300-400ml. No blood transfusions were administered. There was no unplanned tissue removal due to the stapler issue. The surgeon was unable to use the stapler during this procedure; no attempts to clamp were successful. The procedure was completed with a 3rd party instrument after a delay of greater than 30 minutes. The patient experienced a postoperative pancreatic fistula grade b, with a mild course and the removal of the inserted drainage tube, and they were discharged on postoperative day 10. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. The instrument/accessory were inspected prior to use, and there was no damage or anything out of the ordinary noted.

Manufacturer narrative:
Correction: annex a code a050501 - failure to fire is not correct. The customer confirmed that no failure to fire occurred. The annex a - device prob desc 1 field was updated to a051104 - difficult to open or close.

Event description:
Refer to h10/h11 for follow-up information.